Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that after two days of use there was a break/leakage below the hub where the catheter is joined. The customer further reported that the catheter was inserted on (B)(6) 2012 and was removed on (B)(6) 2012. The customer also reported that the catheter was replaced with a peripheral artery catheter and the status of the patient is ok.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.